Event description:
It was reported that the patient's right ventricular lead exhibited high threshold and low pacing impedance. The lead was capped and replaced on 31 may 2023. The patient condition was stable.